Event description:
During cardiomems implant procedure the physician was unable to advance the sensor over the guidewire. Multiple different non-(B)(6) guidewires were used and a second sensor was attempted without success and the procedure was abandoned. The physician reported the patient had tortuous vessels, a large right ventricle and an ivc filter in place that were the cause of the advancement difficulty. It was reported that thrombus was found on the delivery catheter after removal. There were no adverse consequences to the patient. An all-purpose catheter manufactured by medtronic was used during the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).